Event description:
Info received indicates when pushing the CPR pedal down on either side of the bed, the bed did not go flat.

Manufacturer narrative:
The tech found the CPR valve was stuck. He replaced the CPR valve to repair the bed.